Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe experienced 95 cases of compromised sterility, and 95 cases of foreign matter within the fluid path. The following information was provided by the initial reporter: a contamination of some sort have been seen in the syringes. We have also spread the news on this with other doctors as well highlighting the product sterility.

Manufacturer narrative:
No samples were returned therefore the investigation was performed based on the photos and video provided. The customer returned two images of the 31gx6mm syringe. The customer reported a contamination of some sort. The images were examined, and it was observed to have some sort of dark particles all over the blister packs and syringes, however the foreign matter is unknown without the physical sample. A review of the device history record was completed for batch# 1109142. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure. No samples were returned, only a photo. It cannot be determined what the foreign matter is without the sample to complete an analysis. No definitive root cause can be determined.

Event description:
It was reported that bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe experienced 95 cases of compromised sterility, and 95 cases of foreign matter within the fluid path. The following information was provided by the initial reporter: a contamination of some sort have been seen in the syringes. We have also spread the news on this with other doctors as well highlighting the product sterility.